Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported no aspiration during the phacoemulsification phase. A system message was displayed during the tuning of the handpiece. There was no harm to the patient. Additional information was requested and received.

Manufacturer narrative:
Additional information has been provided. The phaco handpiece was received and a visual assessment of the returned sample found a nonconforming cable. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet product specifications. The handpiece was connected to a calibrated system and a system message (sm) [tune failed ¿ handpiece voltage low (short circuit)] displayed when the handpiece attempted tuning. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The customer reported event of a system message displayed was confirmed through testing which, found moisture ingress to cause the high electrode to short to ground. Unrelated to the reported event, the handpiece cable was found nonconforming. The phaco handpiece was manufactured on may 4, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message issue can be attributed to moisture ingress. The root cause of the reported event of no aspiration could not be determined conclusively. The manufacturer internal reference number is: (B)(4).